Manufacturer narrative:
Updated data: b5. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the implant of the transcatheter valve and "fracture treatment", the patient was subsequently hospitalized. The patient's ability to complete activities of daily living decreased, and the patient subsequently died. Per the physician, the cause of death was unknown but it was likely that the patient died of old age.

Event description:
It was reported that following the implant of a transcatheter valve, the patient died. The cause of death was unknown. Per the physician, the death was not related to the valve or valve implant procedure. Additional information was received that following the implant of the transcatheter valve and "fracture treatment", the patient was subsequently hospitalized. The patient's ability to complete activities of daily living decreased, and the patient subsequently died. Per the physician, the cause of death was unknown but it was likely that the patient died of old age. Additional information was received to clarify the patient was hospitalized due to a decline in activities of daily living associated with advanced age. Information was initially reported, but not captured in the above event narrative: the patient died approximately six months following the valve implant procedure.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. H6. Codes were updated. Corrected data; e. Facility full street address: the information was available at the time of initial report submission, but was erroneously omitted from the initial and supplemental 001 reports. D. Suspect medical device full UDI# the information was available at the time of supplemental report 001 submission, but was erroneously omitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the patient died. The cause of death was unknown. Per the physician, the death was not related to the valve or valve implant procedure.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.